Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5216470. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed for this incident. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer's finger was stuck with a clean needle from a 31 g x 8 mm bd ultra fine short insulin pen needle as he removed the outer cover because the needle protruded through its inner shield. The consumer stated that his finger was fine and no medical interventions were reported.

Manufacturer narrative:
This supplemental MDR has been submitted multiple times since 11/28/2016 but has been rejected as a duplicate report number. The follow up number has been changed to "2" in an effort to have it accepted. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5216470. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.